Event description:
During a coronary drug eluting stenting treatment procedure stent damage was noticed. The 75 percent stenosis, moderately tortuous left circumflex (lcx) coronary artery was pre-dilated with a 1.5mm balloon. The physician could not advance a 2.25x16mm taxus express2 drug eluting stent to the 15mm long, progressively diseased lesion. Upon withdrawal of the stent the physician "felt some resistance" in the left main trunk. It was noticed that one of the struts of the stent was dislodged from the balloon. The procedure was completed by placing an endeavoar stent. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.